Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were tested on an alternate instrument, resulting as lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that after replacing all the electrodes and performing daily maintenance, the issue was resolved. The cause of the discordant, falsely elevated na results was related to the electrodes. The instrument is performing according to specifications. No further evaluation of the device is required.